Event description:
It was reported that post a stenting treatment procedure, a vessel occlusion, angina, and shortness of breath occurred. In (B)(4) 2010, the lesion being treated was located in the left anterior descending artery (lad). The physician implanted a 2.75x32mm taxus liberte stent. Subsequent to the implant procedure, the patient has experienced "unusual outcomes and subsequent maladies". In (B)(6) 2010, the patient was admitted and found to have a 90% occlusion of the previously implanted 2.75x32mm taxus liberte stent. The occlusion was reported as "scar tissue". The physician implanted a 3.50x33mm non-bsc stent in the lad. The patient has not "recovered well and continues to have shortness of breath and angina". Additional testing has verified the patients heart is "ok". Patient has received a working diagnosis of myesthenia gravis.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).